Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer's main printed circuit board (pcb) was out of specification electrically. It was also indicated that a keyboard hinge was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.